Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7150679. Medical device expiration date: 2022-05-31. Device manufacture date: 2017-05-30. Medical device lot #: 7237636 medical device expiration date: 2022-07-31. Device manufacture date: 2017-08-25. Medical device lot #: 7001751. Medical device expiration date: 2021-12-31. Device manufacture date: 2017-01-01.

Event description:
It was reported that before use a bd syringe luer-lok¿ tip was found with multiple issues as the syringe was found ¿cracked/damaged, black print marks and missing print¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation results: samples from 15 lots were received and evaluated. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. Potential root cause for main product defects identified: print defects; missing and smear print. The most likely root cause is related to machine set up at the beginning of the run. It is possible that several syringes were impacted early in the production lot and not properly detected and discarded by personnel. Corrective actions for printers associated with high defective rates identified will be required. For embedded foreign matter (efm); burned resin. The embedded particles observed are degraded plastic from the component molding operation. Degraded plastic occurs when the resin is exposed to prolonged high temperatures inside the molding press. Small particles of the degraded plastic can become loose and flow into the individual mold cavity. Embedded foreign matter can be visible as brown or black particles in the molded component. It is important to clarify that this condition occurs at very low frequency in the molding process. Current controls in place: proper corrective actions are being implemented for the main issues identified in the samples evaluated. Our manufacturing processes are validated to meet various different global regulatory requirements. We do conduct in-process inspection at different points within our manufacturing process to ensure we meet product specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.